Event description:
It was reported the catheter was placed into the pt's femoral vein. The third port was found to be leaking. As a result, the catheter was removed and replaced for the pt. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4).